Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the right atrial (ra) lead connected to this implantable cardioverter defibrillator (ICD), was exhibited pacing impedances greater than 3000 ohms. High impedances were seen in clinic, then impedances normalized to about 500 ohms. Isometrics and arm movements did not change the impedance measurement. The stored electrograms were reviewed and noise oversensing was observed and appeared to look like minute ventilation signal oversensing, with inappropriate mode switching. Boston scientific technical services (ts) discussed taking a chest x-ray to see if they could verify whether the lead was fully seated into the header. In the meantime, the health care professional (hcp) turned off the respiratory response trend so no more oversensing with mode switching is seen. The patient is not dependent and thus pacing inhibition is not a concern. The hcp is to discuss with the physician further. The ra lead is another manufacture's lead. No adverse patient effects were reported.